Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition issue. Reportedly, the patient was having problems with the battery cap. There was no additional information available for this complaint. Several attempts were made by customer technical support to contact the reporter to follow up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.